Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during placement of impella cp after cp was started on auto approximately 4 minutes later the patient lost all pulsatility. Tte was performed, and it was noted that the patient had a large pericardial effusion. Pericardiocentesis was initially performed which did result in an initial recovery of the patient¿s pulsatility. However, the volume reaccumulated and a decision was made with the cardiac surgery team to perform a sternotomy. Patient was intubated, sternotomy performed, bypass initiated with circulatory arrest. The impella was removed, and lv was repaired. Iabp placed and patient was sent to the ICU open-chested, requiring further repair.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Manufacturer narrative:
The investigation for the ventricle perforation has been completed. No product or logs were returned for evaluation. Clinical details note that additional guidewire was left in lv for use in tavr procedure after planned pci. Additionally, it was noted that patient's lv was diseased/damaged before impella placement occurred. It was noted that large pericardial effusion was noted in patient after loss in pulsatility. The root cause of the ventricle perforation cannot be determined as no product or logs were returned for analysis. H6 component code 4755 changed to 925.